Manufacturer narrative:
The complaint products were not returned for analysis. The reported event cannot be confirmed because the component was not returned for evaluation. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving the knee tibial trays from this manufacturing lot of (B)(4) pieces. According to the sales data, (B)(4) pieces of this lot have been sold. This implies that the other pieces of the lot have been successfully implanted. The device history record for the tibial tray was reviewed and all parts were accepted with conformance to the device specifications. Therefore, this issue does not appear to be manufacturing related. There were no reported user-related issues. The revision reported was likely the result of aseptic (non-infected) loosening of the tibial component, which damaged the bond of the implants to the bone. However, this cannot be confirmed because the component was not returned for evaluation. In a review of the labeling only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. It is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Known contraindications for use of the knee system are patients whose weight, age, or activity level might cause extreme loads and early failure of the system; patients who have insufficient bone stock for appropriate insertion/device fixation; and patients without enough soft tissue integrity to provide adequate stability. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. Patient risk factors include joint maladies as demonstrated by bilateral joint arthroplasty and a possible biomechanical factor of an affected gait. This device is used for treatment not diagnosis.

Event description:
The right knee was revised due to reports of increasing pain from the patient. Physician notes leading up to the revision indicated a "varus collapse and aseptic loosening of the component". During revision surgery, the tibial component was confirmed to be extremely loose, with "minimal cement stuck to the bone". No additional information is provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00763, 1038671-2017-00764 and 1038671-2017-00774.

Manufacturer narrative:
Pending evaluation. Updated with revision date.

Event description:
Index surgery: (B)(6) 2013. Revision of right knee components due to tibial loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of optetrak knee components - reason unknown.